Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited the emergency room, but it was unk the reasons. It was stated that the insulin pump kept alarming no delivery while trying to prime. Troubleshooting was performed. Checked the connection to prime and rewind. The insulin pump was able to prime and push insulin out. Attempted to contact the customer several times with no results. No further info was provided.